Event description:
A pump with a battery depleted alarm after being fully charged for 24 hours. This occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative.